Manufacturer narrative:
Received one truclip unit. All four overmold grip pads were completely detached and missing from the clip. The clip could be sliding on the pole due to missing grip pads. No other defect or damage was observed from the unit.

Manufacturer narrative:
The lot number was not provided; therefore, a review of the manufacturing records could not be completed. A supplemental report of the evaluation will be forthcoming when the results are completed.

Event description:
It was reported that there was an issue with the truclip device. It was indicated that the ctsu registrar employee leaned on it during the case. The end result was that for an unknown period the patient was perfused on cpb with a true bp that was lower than the value on the screen by about 10-15 mmhg. It was also indicated that the truclip was not clamping tightly and was not difficult to slide down the pole. There was no patient injury reported.